Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Concomitant products: mentor smooth round moderate profile 300cc, catalog number 3501645, sn (B)(4) replaced on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation primary with mentor smooth round moderate profile 300cc and experienced deflation on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/22/2021, the mentor failure analysis lab has received the device for evaluation. The affected device¿s lot was 7493759. A manufacturing record evaluation was performed for the finished device 7493759 number, and no non-conformances were identified. On 1/27/2021 , mentor conducted a visual inspection and leak test of the returned device. During visual analysis of the returned sample sal smooth rnd diap 300cc no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: tthe valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/21/2020, it was reported to mentor that the date of removal was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/5/2021, multiple attempts have been made to obtain further information in regards to the date of implantation; however, it has not been made available. If additional information becomes available in the future, it will be properly reported in a supplemental report. The date of implantation was updated from (B)(6) 2008 to (B)(6) 2017. Manufacturer¿s reference number: (B)(4).